Manufacturer narrative:
Correction to g3 of the initial medwatch. The aware date should be 08-sept-2021. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting.

Event description:
Olympus medical systems corp. (Omsc) was informed from user facility the cup did not open during pre-use inspection. The same phenomenon occurs in 2 out of 3 devices. The intended procedure was completed with another device. The user facility states that the event occurs about one month after purchase. (Used only a few times) the subject device was returned to omsc for evaluation. The distributor confirmed the following event on (B)(6), 2021 and determined that it was an medical device report (MDR) reportable event. - foreign matter adhered to the forceps. There was no report of patient injury associated with the event.

Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. In the evaluation of omsc the following was confirmed, - the lot number was k1415. - when the slider was operated, the cup opened and closed, but it did not open and close smoothly with a feeling of being caught. - there was brown foreign material attached to the linkage mechanism. - after removing as much of the foreign material as possible and applying lubricant, the cup were able to open and close smoothly. The device history record for the lot indicated no anomaly with the event-related items. The record includes the following. - process inspection sheet - quality inspection sheet omsc assumed that the event caused by a combination of foreign material adhesion and insufficient lubricant application. The adhesion of foreign material may have been caused by insufficient cleaning, or by insufficient cleaning due to the passage of time after use. The above device handling has warned in the instruction manual.